Manufacturer narrative:
It was reported that the patient was allegedly being transferred for general pain and that they were allegedly wiggling around in the cot the entire transport duration (in the ambulance and on the way to the hospital). It was reported that the patient allegedly wiggling around caused the cot to tip. No medical intervention was reported.

Event description:
It was reported that two caregivers were allegedly transporting a large patient on a cot at high height, diagonally, and up a hill when the cot allegedly tipped over. As a result of the alleged tip, the patient allegedly received minor injuries to their hand, head, and side. The reporting facility could not confirm if the patient needed medical intervention as a result of the alleged tip, but did confirm that they received medical treatment when they arrived at the hospital. Additionally, it was reported that one of the emts allegedly received a minor bruise to their leg as a result of the cot hitting their leg during the alleged cot tip. It was reported that the emt did not require medical attention, but did ice their leg.

Event description:
It was reported that two caregivers were allegedly transporting a large patient on a cot at high height, diagonally, and up a hill when the cot allegedly tipped over. As a result of the alleged tip, the patient allegedly received minor injuries to their hand, head, and side. The reporting facility could not confirm if the patient needed medical intervention as a result of the alleged tip, but did confirm that they received medical treatment when they arrived at the hospital. Additionally, it was reported that one of the emts allegedly received a minor bruise to their leg as a result of the cot hitting their leg during the alleged cot tip. It was reported that the emt did not require medical attention, but did ice their leg.